Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) incisional hernia repair procedure, the jaws of a force bipolar (fb) instrument were stuck closed on unspecified tissue. The operating room team attempted to use the instrument release key (irk) to open the jaws of the instrument but were unsuccessful. Subsequently, the surgeon cut the tissue that was adhered to the instrument. Afterwards, the or team was unable to remove the instrument from the universal surgical manipulator (usm) and ultimately had to forcibly remove the instrument. Additionally, the procedure was converted to open surgery for an unknown reason. After the conversion, the procedure went as expected. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tang, causing jaws not to open. The grip tang does not show cracking damage. Components adjacent to this bent grip tang do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. This medwatch report (MDR) is being submitted for the instrument that entrapped tissue and resulted in excised tissue. Refer to MDR with MFR. Report number #2955842-2026-31872 for MDR submission of the procedure being converted to open surgery for an unknown reason.